Event description:
It was reported that the micro sagittal saw was being used to prepare an achilles tendon allograft for an acl case when it overheated, leaked an oil-like substance, and metal shavings came out of the device onto the donor graft. The substance and the parts did not come into contact with the patient. A backup achilles tendon and handpiece were used to complete the procedure with a minor delay. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.